Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this even t. Device will not switch off with pad-pak inserted

Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 500p from heartsine technologies, (B)(4) on 20th june 2014. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2014 and that it had performed to specification up to the 12th march 2017. The history log also indicated that the device had been stored below the recommended stand by temperature on three occasions. The device was disassembled to investigate and the fault was traced to defect on the pcb which resulted in the poor grounding of the membrane components the device was still able to successfully deliver therapy and issue the audio prompts samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in usage of device of this report.